Event description:
This case was reported by a consumer and described the occurrence of neuropathic symptoms in a (B)(6) female pt who received gsk denture adhesive (formulation unk) (super poligrip) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced neuropathic symptoms and device misuse by "using a lot of it." This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. The MFR's report number for this case is 9681138-2011-00036. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).